Event description:
It was reported by repair work order that the customer alleged that the head end will not lower. Upon inspection of the unit by the service technician, it was identified that the hydraulic jack would not lower/stuck-up because the jack was broken/damaged. No adverse consequence or clinically relevant delay in treatment was reported.